Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a surgical procedure. During the procedure, the physician reported that cautery was being used. The cautery was oversensed and led to pacing inhibition for this pacer dependant patient. There were no adverse patient effects. The device remains in service.